Event description:
It was reported that (3) al326 devices were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the clips would bunch up when instrument was fired. Multiple clips ejected each time the al326 was fired. Three were used and the fourth instrument worked fine. There was no consequence to the pt.